Event description:
The customer observed a falsely depressed alinity I tsh result for a 59 year old male patient. The following data was provided: (B)(6) 2022. Sid: (B)(6). Initial result = 3.60 uiu/ml, repeat on another instrument = 5.48 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Completed information for patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found a leak that was resolved by replacing the trigger/pre-trigger heater. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results for ai02592. A review of tracking and trending of the alinity I did not identify any trends associated with the complaint issue. A review of tracking and trending for the trigger/pre-trigger heater did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial ai02592 or the trigger/pre-trigger heater was identified.